Event description:
It was reported that neurostimulator impedance readings were fluctuating between normal readings and over 4,000 ohms. The hcp was unable to use bipolar stimulation on the patient. There was no patient harm.

Manufacturer narrative:
Lead model 4351-35 lot# unknown implanted: unknown explanted: na lead model 4351-35 lot# unknown implanted: unknown explanted: na.

Event description:
Additional information received reported that the device was never implanted in the patient since it wasn't functioning. A difference unit was used to complete the implant.